Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had heart issues, high blood glucose, neuropathy, difficulty breathing, c.o.p.d, and emphysema that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl when they went to lay down before they passed. The customer was wearing the insulin pump at the time of death. The caller tried to perform CPR on the customer before paramedics arrived. The customer was not using sensors. The customer had a fall before they went home after a vacation. The caller declined to return the insulin pump for analysis as it was not in their possession.